Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed button error. Customer's blood glucose was 180mg/dl. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated the pump was exposed to sweat, and then received the alarm. Customer stated they removed battery, but alarm continued. Also, mentioned the insulin pump just stops working without giving a warning and turned off completely. Advised customer the insulin pump will be replaced and revert to back up plan.